Manufacturer narrative:
Per the customer, no product is being returned for evaluation. (B)(4).

Event description:
During a labral repair utilizing the flexible drill for 2.3 mm curved suture anchor system, it was reported that the drill broke. The surgeon had to convert to an open repair to remove the drill tip causing a 1 hour delay of the procedure. A back-up device was available to complete the repair. There were no reported patient injury or complications.